Event description:
It was reported that the day following implant impedance has been increasing to high values. The physician re-operated to check the lead. The physician retracted and extended helix and impedance is now stable. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.